Event description:
It was reported that a physician performed kyphoplasty procedure in a pt at two levels, t12 and l1. Post the procedure, the pt experienced new neurologic weakness and felt discomfort when moving their knee, hip and pelvic area. The CT scan performed suggested a medial pedicle breech on the approach. There was some cement anterior to the thecal sac perhaps in the epidural space. Reportedly, there may be some native stenosis there and adjacently. The physician was considering revision decompression surgery versus monitoring the pt. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.